Manufacturer narrative:
After battery installation, the insulin pump gave a white flashing display followed by an unexpected intermittent beep alarm due to a cracked display controller. The functional testing could not be completed due to the display anomaly. The insulin pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly and blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated blank and white screen, flashes all the time and impossible to stop it. The customer stated that switch on and off all the time with audio alarm (no text).